Event description:
It was reported that the patient underwent an l5-s1 anterior fusion surgery implanting rhbmp-2/acs with two l2 cages and using instr umentation. The patient was subsequently diagnosed with "injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries". The patient has required extensive medical treatment. Reportedly, the patient has "never recovered from her surgery involving rhbmp-2/acs, and she continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living".

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2003: patient presented with following pre-op diagnoses: marked degenerative disk disease, l5-s1 with back pain. For which, patient underwent following procedures: anterior retroperitoneal discectomy, l5-s1. Placement of two l2 cages. L5-s1 anterior interbody fusion using bone morphogenic protein. Per op notes, 14 mm by 23 mm l2 cages packed with two rolls of bone morphogenic protein and a foam material were then packed into each one. Patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.